Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed power error alarms were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at connector. The insulin pump also alarmed replace battery now alarms due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with faded serial number label. The insulin pump was received with cracked case on the back at the battery tube area. The insulin pump was received with cracked keypad overlay at select button. The insulin pump was received with minor scratched display window, case and keypad overlay texture damaged. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that insulin pump alarmed for replace battery now without low battery alarm. Customer¿s blood glucose was unknown at time of incident. Insulin pump was returned for analysis.